Event description:
Before the procedure started, the phaco tip was not oscillating and broke off. The tip fell into patient's eye and was retrieved. No pt injury was reported.

Manufacturer narrative:
The used device has been returned, however, a device analysis has not yet been completed. Upon completion of the investigation, a follow-up medwatch will be submitted.